Event description:
A malfunction was reported by the caller regarding the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance with resetting the pump, which resolved the issue without the malfunction code recurring.